Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-00047. It was reported that during ventricle assist device (vad) interrogation the customer noted a pump stop for 03:22 minutes on (B)(6) 2021 at 0404. The patient reports they were doing a daily system check and thought they didn¿t hear any tones/alarms. They decided to switch out their controller to the backup controller and then changed their mind after disconnecting the driveline and plugging it into the backup controller. The patient had a pump stop for 03:22 minutes on their primary controller and the backup controller was not powered on. The patient denied lightheadedness, syncope, palpitations or chest pain during and after the pump stop. The patient was doing well and was returned back home. A review of the log files revealed driveline disconnect alarms on (B)(6) 2021 at approximately 0402 due to a disconnect of the driveline from the controller. The log did not display any alarms prior to this event and there were no unusual events recorded prior to this event. The driveline was reconnected on (B)(6) 2021 at ~0426 (the logs did not display any data between 4:05:25am thru 4:26:08am). There were no other unusual events displayed for the remainder of the log. The second log file did not display enough information to graph the data. The log displayed a transient connection of the driveline on (B)(6) 2021 at ~0405:25 followed by driveline disconnect alarms where the driveline was disconnected from the controller at ~0405:25am. It appeared the backup controller was momentarily connected due to the events displayed in the second log file.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of inaudible alarms was unable to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 13 days ((B)(6) 2021 per timestamp). There were no notable alarms active in the log file pertaining to the reported event. Pump operation was not affected while the driveline was connected. Another log file was submitted for review. A review of the submitted log files showed events spanning approximately 4 days ((B)(6) 2017, (B)(6) 2001, (B)(6) 2019, (B)(6) 2021 per timestamp). Events captured on (B)(6) 2001 took place when the clock was not set, therefore, the exact date and times were unable to be accurately recorded. There were no notable alarms active in the log file pertaining to the reported event. Additional information provided on (B)(6) 2022 stated that the patient is currently using the primary controller, and the serial number is sn (B)(6) . Additional information provided on (B)(6) 2022 reaffirmed that the serial number of the controller is sn (B)(6) after a good faith effort was made requesting a valid serial number. During device history review, the provided serial number was found to be invalid. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.